Event description:
The recipient reportedly experienced an infection with increased violaceous vesicular. The recipient was treated with cefuroxime, clarithromycin, cefdinir, prednisone, and loratadine on (B)(6) 2014 for three weeks. On (B)(6) 2015 aspect granulomatous tissue was removed around the electrode. The recipience is healing well, but has not resumed use of the device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly doing well with the device and no problem of infection has been reported. The recipient remains implanted. This is the final report.